Event description:
The account alleged the nurse call would not function from anywhere on the bed. No pt impact.

Manufacturer narrative:
The account found the nurse call was disabled on the bed. The account enabled the nurse call to resolve the issue.